Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device showed an error code of 90008 which is a defib test error. There was no pt involvement.